Event description:
A discrepant elevated prothrombin time (pt) result was obtained on qc and a patient sample. The elevated result was reported to the physician while qc was out of range. The patient sample was later repeated with a new vial of reagent and a lower result was obtained. Qc recoveries return to the expected ranges. Patient treatment was altered on the basis of the discrepant elevated pt result. The patient was admitted to the ER and held overnight and released the following am. Vitamin k was administered. There is no report of adverse outcome to the patient as a result of the discrepant elevated pt result or treatment.

Manufacturer narrative:
The cause of the discrepant pt result is unknown. Improper laboratory practice contributed to the event: patient result reporting while qc was out of laboratory range. The discrepant result and out of range qc condition was resolved by use of a newly reconstituted reagent vial. A siemens healthcare diagnostics field service engineer was dispatched to the account and performed proactive system decontamination procedures. The instrument is performing within specifications. No further evaluation of the device is required.